Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient powers were slightly elevated prior day. On evening of (B)(6) 2014 patient powers spiked to >15 and pump stopped providing flow. Controller switched but problem remained so patient took for an emergent exchange for thrombus. Additional information also indicated: abnormal pump parameters, pump stops, intravenous anticoagulation.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Upon disassembly of the returned pump, depositions of blood and tissue were found in the lumens of the knitted inflow graft, inlet elbow, and outflow graft. Examination of the pump blood-contacting surfaces revealed depositions of denatured blood extending from the distal-side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The areas that were in direct contact with the inlet and outlet bearings and the body of the rotor, appeared significantly denatured. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. The depositions found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations and possible cessation of the motor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3.5 months. The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump "clotted off" and the pump was exchanged on (B)(6) 2014. Prior to the pump exchange, the patient had been experiencing pump power elevations in the 9 watt range, but the patient ¿seemed to be okay¿. On (B)(6) 2014, the patient was experiencing low flow alarms. The system controller was exchanged without resolution of the alarms. The patient¿s pump powers were close to 15 watts at that time. It was reported that the patient "is very complicated" with an unspecified anticoagulation status at the time of exchange. The patient is reportedly doing okay post pump exchange. The patient remains ongoing.